Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, an attempt had been made to shape the guidewire tip. The guidewire was returned broken in 2 segments. In both the distal and proximal segment the nitinol tubing was broken with the core wire and platinum wire exposed and broken. The platinum wire was also noted to be twisted. The core wire distal end was observed through the distal tip dome. The hydrophilic coating was hydrated and on inspection there was no anomaly noted. The guidewire ptfe coating was noted to be peeling in multiple areas from the proximal end. Functional testing, could not be confirmed as the device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the guidewire tip was shaped approximately 70 degrees, continuous flush was maintained for the duration of the procedure, there was no friction/resistance encountered during the procedure, a microcatheter was used and there was no allegation against the microcatheter and it was used to complete the procedure, the issue was noted when microcatherizing through the revascularized m1-sement to navigate further to m3 for ia alterplase treatment. It is unknown where the break/split occurred during the case but when retracting the guidewire during regular manipulation in the m1, the distal did not retract as expected when manually pulling on the wire outside the patient. The broken tip was taken out of the patient¿s anatomy with careful retraction together with the microcatheter back into a 0.071 catheter with the tip in the c4-segment. Aspiration in the latter together with gradual pullback on the micro-system evacuated the guidewire including the detached tip. The catheter and aspiration catheter was planned to be used for the procedure. The procedure was completed using another guidewire. The patient¿s anatomy was very limited tortuosity. There was no medical intervention or surgical delay involved. The patient¿s current condition at present is unknown but the CT on the day after the procedure showed a basal ganglia infarct related to the initial m1 occlusion but no cortical lesions. On the day of discharge from treating hospital nihss 10 points but is unlikely was as a result of the guidewire breakage. The device was returned in 2 segments. It was confirmed that the distal segment and proximal segment of the device were fractured. It is probable excessive torque was applied and the device fractured during manipulation of device on removal from the microcatheter. An assignable cause of procedural factors will be assigned to the reported and analyzed ¿guidewire distal tip broken/fractured during use¿ in addition to the reported ¿guidewire difficult to remove/withdraw from catheter¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. Analysis of the returned device also found the ptfe was peeled off/peeling/scraped off from the proximal end which indicates the ptfe encountered an interaction with another device. However, this cannot be confirmed as the torque device and the introducer sheath were not returned for analysis. Therefore, a cause of undeterminable has been assigned to the as analyzed ¿guidewire ptfe coating peeling'.

Event description:
It was reported that during the procedure for ia alteplase treatment, the physician was guiding a microcatheter with the subject guidewire through the revascularized m1 segment to navigate further to m3. While retracting the subject guidewire using regular manipulation, it was noticed that the distal part of the subject guidewire was not being retracted. The distal tip of the subject guidewire was found to be fractured during the retraction attempt. The fractured distal tip was successfully retracted together with already in use microcatheter and an aspiration system. Patient's anatomical tortuosity was reported to be very limited. The physician replaced it with a new device and continued the procedure. CT taken a day after the procedure showed a basal ganglia infraction and it was reported to be related to the occlusion. It was confirmed that it was not caused due to the subject device. Current condition of the patient is unknown.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure for ia alteplase treatment, the physician was guiding a microcatheter with the subject guidewire through the revascularized m1 segment to navigate further to m3. While retracting the subject guidewire using regular manipulation, it was noticed that the distal part of the subject guidewire was not being retracted. The distal tip of the subject guidewire was found to be fractured during the retraction attempt. The fractured distal tip was successfully retracted together with already in use microcatheter and an aspiration system. Patient's anatomical tortuosity was reported to be very limited. The physician replaced it with a new device and continued the procedure. CT taken a day after the procedure showed a basal ganglia infraction and it was reported to be related to the occlusion. It was confirmed that it was not caused due to the subject device. Current condition of the patient is unknown.